Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
Baxter reported a spike of a transfer set was broken. The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.